Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngkq3995. Visual inspection noted balloon was inflated. Water removed using returned syringe. Catheter tested for difficulty draining. The catheter balloon inflated using returned syringe with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100 ml distilled water). Concentricity of catheter balloon is 75/25. The balloon deflated 10 ml methylene blue solution within 56 second. This is within specification per inspection procedure (B)(4). Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, sterile water did not return properly from the foley catheter, so they refrained from using it. Per notification from investigator on 06feb2026, it was reported that asymmetrical balloon was found with 75/25 concentricity during sample evaluation on 04feb2026.

Event description:
It was reported that during the pre-test, sterile water did not return properly from the foley catheter, so they refrained from using it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.